Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was getting stimulation from their implantable neurostimulator (ins) to their right leg and back but not to their left side. The patient stated that the stimulation ¿was not nearly as good¿ as the trial. The patient status was reported as unknown. It was further reported one of the patient¿s ¿wires¿ (leads) was ¿out of kilter¿ per an x-ray that was taken. It was noted the patient was told by their health care provider (hcp) they could have another lead placed or have a larger (surgical) lead placed. It was noted the patient requested information so they could read about the larger lead before making a decision. It was noted the trial and initially after implant the therapy ¿worked beautifully¿. It was reported when the patient began having problems they had not fallen.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s trial was perfect and for the first two weeks after their implant the therapy was good but after that the implantable neurostimulator (ins) did not provide the same kind of therapy they were expecting because ¿one of the wires was not working¿. As a result of this the patient has had a loss of therapeutic effect. After meeting with their health care provider (hcp) their doctor told them the wire was ¿out of kilter¿ so the patient set up another appointment to talk to a neurosurgeon about putting in ¿wide wire¿. While waiting for the appointment with the neurosurgeon the patient¿s manufacturer representative tried ¿pushing all the stimulation to the left side¿ but when they ¿go above 45¿ the stimulation knocks the heck out of their left leg and they don¿t feel anything in the right leg, like it¿s ¿dead¿. It was unknown if the intervention for a new lead was scheduled. Lastly, the patient suggested the antenna be magnetic because it is too hard for them to reach their ins. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the left lead was bent. About 5-6 weeks after the implant the patient went to their health care provider (hcp) because something was wrong. An x-ray found that the left lead was bent. The hcp wanted to put the "blanket lead" in. It was stated that the patient was going to have a new lead put in on (B)(6) 2014. It was stated that the patient bent over and that was why the lead was bent. The patient met with the manufacturing representative and tried to reprogram the implantable neurostimulator (ins). The manufacturing representative interrogated the lead and then tried to reprogram the patient but all of the stimulation would only go into the left lead and he couldn't get any stimulation into the right lead. Because the manufacturing representative was not able to reprogram the stimulation, the hcp decided to put in the blanket lead. It was later reported that a new lead was placed and the old lead was taken out. The patient was getting the coverage he needed and no product was going to be returned.